Event description:
It was reported that revision surgery was performed on patient's left hip due to dislocation. The liner, cup, head and two screws were explanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a tritanium shell was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant could not confirm the event with the information provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as return of the device, progress notes, x-rays and patient history are needed to fully investigate the event.

Event description:
It was reported that revision surgery was performed on patient's left hip due to dislocation. The liner, cup, head and two screws were explanted.